Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 47 mg/dl at the time of the incident and they had breakfast. The customer was pregnant and under tight control. The customer stated that the healthcare professional was adjusting the rates based on that. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.